Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening. A leak test was performed and were found two openings. A microscopic analysis identified: a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening; a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation and creases. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and creases. Device was explanted.